Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, both the anchors broke during insertion. The 1st ar-1927bcf-45 broke during insertion, and another ar-1927bcf-45 was changed to, but the same issue happened again. This was detected during an arthroscopic shoulder surgery for rotator cuff repair surgery on (B)(6) 2026. The procedure was completed successfully by using a third ar-1927bcf-45. There were no patient harm and no secondary procedure needed.